Event description:
It was reported that the device is shredding skin.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to: integra lifesciences corporation, 311 enterprise drive, plainsboro, nj 08536. Attn. Corporate complaint coordinator.